Event description:
Provider states that the consumer was driving in the street and the unit stopped and began to flash a 4 flash error code. Provider states someone was able to push the user back to his home.